Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that stent restenosis occurred. On (B)(6) 2017 the index procedure was performed. The patient was diagnosed pre-operatively with atherosclerosis of native arteries of right leg with ulceration of the ankle. An ultrasound was performed and found that the right popliteal artery was 80% stenosed. The right popliteal artery was athrectomized with a boston scientific jetstream device. Pre-treatment stenosis was 80% and post treatment was 70%. The artery was then balloon dilated with a 5x150 boston scientific sterling balloon. Pre-treatment stenosis was 70% and post-treatment was 50%. A 5x60 innova stent was placed in the right popliteal artery above the knee. The stent was post-dilated with a 5x150 boston scientific sterling balloon. Pre-treatment stenosis was 50% and post-treatment was 0%. The patient had a good result with much improved flow post intervention. The patient presented on (B)(6) 2018 with in-stent restenosis in the popliteal artery. The patient received jetstream athrectomy through the entire length of the restenosed stent segment followed by balloon angioplasty. There were no patient complications and the patient¿s status post procedure was good. There was a good outcome with the vessel fully patent with good flow.